Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, when the protective sheath was removed, it was noticed that stent was stretched. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
A stent was returned for analysis on a pigtail mandrel with a stent protector. The stent delivery catheter (sdc) was not returned. A visual and microscopic examination of the crimped stent found that the stent had been separated from its stent delivery system (sds) and damaged. Damage was noted to the entire stent with the most severely damage and stretching noted to the mid-section. The inner diameter of the returned stent protector was measured and result is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy¿rug-eluting stent was selected to treat the lesion. However, during preparation, when the protective sheath was removed, it was noticed that stent was stretched. The procedure was completed with a non-bsc stent. No patient complications were reported.